Event description:
Customer reports to have high blood glucose of 523 mg/dl. Customer believes that infusion set was not properly connected to quick release and body causing him not to get enough insulin. Customer reports to have given three bolus shots as a result, but blood glucose only lowered to 443 mg/dl. Customer does not notice a leak on insulin pump or reservoir. Customer was instructed on bolus wizard. Customer was advised to refill reservoir, rewind and reconnect pump. Customer was also advised to monitor insulin pump and to call healthcare professional regarding high blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.